Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found the reported phenomenon and found that the black debris appeared to be a rubber like texture. Oekg confirmed that the subject device remained intact, therefore oekg thought that the black debris had not originated from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(6) (oekg), it was found that a small piece of black debris clogged inside the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that silicone tube, packing or the like of peripheral equipment got broken, and fragments entered air/water channel. This may have caused air/water nozzle to clog. If additional information becomes available, this report will be supplemented.